Manufacturer narrative:
H6: code c19-a review of the manufacturing records indicated the lot met all pre-release manufacturing specifications. As the device was not accessible, the product history review (phr) review was the extend of the investigation. No device problem was found per review of these records. H6: code c20 - the device remains implanted and, therefore, was not available for direct analysis by gore. It should be noted that, per the gore® tag® conformable thoracic stent graft with active control instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to, endoleak. Patient medical history: hypertension, a-fib, knee surgery, CABG, pacemaker. Patient medication list: alendronate, allopurinol, elquis, atorvastatin, clopidogrel. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2022, patient underwent an endovascular procedure to treat a descending thoracic aorta, utilizing gore® tag® conformable thoracic stent graft with active control system. On (B)(6) 2025 patient presented with a possible proximal type 1a endoleak on a previously placed ctag device implant. A proximal endoleak and a type 3 endoleak were identified via angiogram at the junction of the 2 previously placed devices (tgmr404020 l/s#: (B)(6); tgmr404015 l/s#: (B)(6)). The physician believes the cause of the proximal endoleak was due to disease progression as well as angled anatomy in the aortic arch. On (B)(6) 2025, patient underwent a reintervention to treat these endoleaks. The following device was treated as a proximal extension to extend the seal zone near the left subclavian artery: tgm454515 l/s#: (B)(6) (proximal) and tgm454515 l/s#: (B)(6). Both endoleaks appeared to resolve after implantation of devices and ballooning. The patient tolerated the procedure and no further issues were noted. No patient images are available.